Event description:
It was reported that during a gastrectomy procedure, the device cut, but partially stapled. The device was not blocked on tissue. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.